Event description:
It was reported that during a surgical procedure at the user facility the blade was loose. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt at the manufacturer facility, blade whip was observed, causing the blade to cut outside the cut path during cut testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, a loose drive link was identified as the probable cause of the reported event.